Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on 08/19/2015 on patient's behalf to claim no audio output on (B)(6) 2015. At the time of contact the foreign distributor did not report any injury or medical intervention.